Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was experiencing ineffective coverage. Lead diagnostics revealed no anomalies. X-rays identified the patient's right lead migrated. In turn, the patient underwent surgical intervention to explant and replace the lead which resolved the issue.